Event description:
The deployment device for the resolution 360 clip malfunctioned. The clip was deployed properly but an attachment to the deployment device stayed attached to the clip itself. Also a small metal piece was free floating in patient's colon. An attempt was made to retrieve the free floating piece, when we looked to see where it was, it couldn't be found. FDA safety report ID# (B)(4).